Manufacturer narrative:
Lcd fault. (B)(4). Based on new internal processes, this complaint is determined to be reportable based on the date of the call. We acknowledge the lateness of this report.

Event description:
Consumer called. Meter lcd display shows partial characters. No adverse event reported.